Event description:
A user facility reported that an electromechanical ambulatory infusion pump did not alert occlusion during a set-up test conducted by the clinician. There was no patient involvement.